Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced extreme pain during a treatment session. Initially, patient wanted their abdomen done, but due to pain, other areas were treated including buttocks, upper thighs and upper arms. Initially energy levels were not adjusted; however, as shots progressed, physician decreased energy levels due to pain concerns. The patient was put on numbing gel and tylenol. Some redness was noticed around the edges of the tip, especially right after the procedure. Reportedly, the day after the procedure, the patient went on a trip and called the physician office a couple days later to complain of blisters around the inner thighs. The physician did not personally observe blisters. Patient did not response to subsequent follow-up calls from the physician. No other information is available.

Manufacturer narrative:
Additional information: (B)(4). The treatment tip and data card were returned to solta. Evaluation of the tip found no anomalies. Evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the treatment tip was not in full contact with the skin. Failure to maintain constant force until the tone ends can result in an unsafe condition. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Burns, blisters, scabbing and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin causing burns and subsequent blister and scab formation. There is a small chance of scar formation and application of topical steroidal or antibiotic preparations may be of benefit. Mild and moderate pain during treatment is also a known possible patient reaction to thermage treatment. Typically, the discomfort is temporary during the procedure and localized within the treatment area and rarely patients have reported transient aching in the treatment area lasting up to several months.